Event description:
Event description guidant received information that this transvenous implantable lead dislodged one day post implant, resulting in low sensing and elevated thresholds. An attempt was made to reposition the lead; however, the helix would not extend or retract, so the lead was explanted. A new lead was implanted.